Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD). The article studied the intrathoracic impedance changes in patients with and without heart failure. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated there were ¿unexplained episodes¿ of impedance changes. The article further indicated that there were 129 ¿fluid index threshold crossing events in total,¿ some of which were due to pneumonia. The status of the device is unknown. Additional information was received which indicated that there were no complaints or malfunctions noted for the devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD). The article studied the intrathoracic impedance changes in patients with and without heart failure. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated there were ¿unexplained episodes¿ of impedance changes. The article further indicated that there were 129 ¿fluid index threshold crossing events in total,¿ some of which were due to pneumonia. The status of the device is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: predictive impact of the decreasing rate of intrathoracic impedance in worsening chronic heart failure. J. Intervent. Card. Electrophysiol. 2014;40(1):87-91. (B)(4).